Event description:
It was reported that the lag screw couldn't be passed through the nail's hole. Surgeon used another available products (nail + screw) without problems.

Manufacturer narrative:
Evaluation summary: dimensional examination of the lag screw with outside micrometer revealed that the diameter of the lag screw is oversized. The lag screw could not be inserted into the returned nail. The lag screw could also not be inserted into sample nail. The dimension of the proximal hole of the returned nail is also oversized due to the material deformation. A review of the DHR for the lag screw (lot code k175571) revealed no discrepancies. The review of the manufacturing documents of the lag screw and of the returned nail revealed no deviation. The function test of the lag screw with sample nail revealed that the lag screw could not be inserted into gamma3 nails. The dimensional examination revealed that the diameter oft he lag screw is oversized. Evaluation revealed that the oversized lag screw presents a non-conformity as the product failed to meet its specification. Evaluation revealed that the reported event is linked to a manufacturing error (that was not detected by inspection). The diameter of the lag screw is oversized.